Event description:
It was reported that a user experienced hyperglycemia after a usual breakfast while using the ilet, with glucose peaking at 345 mg/dl and remaining above range for approximately three hours; the device alerted for high glucose, and the user allowed the ilet to correct using its algorithm, while also ingesting soda due to concern for a potential low that did not occur. Investigation included complaint handling with troubleshooting and user education. Further investigation of this case revealed no device malfunction identified and a cause not determined for the hyperglycemia. There was no user reported symptoms during the hyperglycemia episode but showed frustration. Outcomes included no injury, no loss of function, and no medical intervention. It was concluded that, based on previously established findings for similar reports, the event was consistent with hyperglycemia of unclear cause with normal device correction behavior and user counseling provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.